Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The investigation was based on the received information and logs. The customer have reported very high volumes during ventilation of a 740g patient. The pct was run with extended leakage test before starting ventilation.the extended leakage test is default disabled (off) but can be enabled (on) in the service & setting startup configuration menu. The extended leakage test allows up to 200 seconds for pressurizing patient tubing before the actual calculations can be performed in order to accommodate accessories with large cavities connected to the tubing via a large resistance.the extended leakage test will not measure compliance as exact as a regular leakage test and this will have an effect on delivered volumes. The measured compliance with extended leakage test will be lower than actual compliance. Hence, the machine will not compensate enough for the actual volume in the circuit. The test logs revealed that the ventilator passed the pre-use check successfully prior date of the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The root cause for the reported issue has not been possible determine other than it is some kind of use error. A correction of field # d1 brand name, # d4 version or model #, d1 - brand name - previous brand name: servo-u, corrected brand name: base unit servo-u. D4 - version or model # - previous version or model #: servo-u, corrected version or model #: 6694800.

Event description:
It was reported that the ventilator had insufficient ventilation in prvc mode. Patient desaturated to unknown level. Final patient outcome was no injury. Manufacturer's ref (B)(4).